Event description:
Patient services received a call on (B)(6)2011. Patient mentioned that the physician took three attempts to get this lead implanted in place. Patient said it took the physician about five hours to get this lead in place. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).